Event description:
It was reported that during procedure, no saline came out of the tip of the devices probe. The procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under unknown sedation.